Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, the physician saw the crack on the venous-blue luer lock adapter (luer adapter), and the venous luer adapter was detached. The detached luer adapter was not repaired before. The catheter has been in place for 5 months at the time of the event. There was no leak. There was nothing unusual observed on the device prior to use. Flushed only with saline water prior to use. Chlorhexidine was the cleaning agent used on the device and was also typically utilized to clean the adapters. The cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. The insertion site was treated with chlorhexidine prior to product placement. Tego was not utilized. The adapters were tightened by hand. No other products were utilized with the device. No excessive force was used on the device. There was no intervention/treatment required as a result of the event. The catheter was not repaired. The reported product was not removed and replaced. The treatment was completed. There was no blood loss and blood transfusion was not required. There was no patient complications associated with this event. There was no reported patient injury.

Event description:
According to the reporter, during dialysis treatment, the physician saw the crack on the venous-blue luer lock adapter, and the luer adapter was detached. The catheter been in place 3 months at the time of the event. There was no leak. Chlorhexidine was the cleaning agent used on the device and was typically used to clean the adapters. The insertion site was treated prior to product placement. Tego was not utilized. The adapters were tightened by hand. The catheter was not repaired. The reported product was not removed and replaced. The treatment was completed. There was no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.